Event description:
It was reported that an alert triggered due to high pacing impedance on the right ventricular (rv) lead, the increase has been gradual and steady. The thresholds have also increased and the r wave amplitude has gradually decreased. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407652 lead, implanted: (B)(4) 2011. (B)(4).